Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that an order was compounded in a 100 ml cassette. After adding hydromorphone and saline, the compounder noticed the cassette bladder was leaking. There was a patient involvement and there were no additional adverse consequences.